Event description:
Reportedly, the device displayed charge removed and failed to complete defibrillator charge during a pt use. The defibrillator was recharged and was used to deliver energy to the pt multiple times, without further incident. Pt outcome was not reported, but the reporter indicated pt outcome was not adversely affected, due to continued device use.